Event description:
It was reported to boston scientific corporation in 2008 that a maxforce tts high performance balloon dilatation catheter device was used during an esophagogastroduodenoscopy (egd) with dilation procedure performed the day prior. According to the complainant, "during the procedure, the balloon ruptured during dilation at 5 atm. The procedure was completed with another maxforce tts high performance balloon dilatation catheter device." There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed, the cause of the reported event is undetermined.